Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09451. It was reported that the patient presented for a right heart catheterization and angiogram. The physician used a swan-ganz to measure the right heart pressure. When removing the swan-ganz, it was noted that the left ventricular lead and right ventricular lead were pulled back and dislodged. The dislodgement was seen under fluoroscopy. The right ventricular lead exhibited loss of capture and the patient went asystole. The leads were explanted and replaced successfully. The patient was in stable condition.